Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the atrial lead exhibited poor capture thresholds. The lead was not used, and a new one was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.